Manufacturer narrative:
(B)(4) insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was unknown at the time of the incident. Customer stated that, the display was currently blank. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.